Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused an instrument in combination with lipid exposure during the procedure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the combined initial and final.

Event description:
Procedure performed: "diagnostic laparoscopic davinci surgery." Event description; "surgeon put davinci camera down the hasson trocar, and then placed the davinci trocar in the body. When the surgeon angled the scissors over, the metal hit the plastic trocar and broke part of the tip off the bottom of the trocar. They were able to retrieve the pieces. They had to switch to open surgery in order to retrieve the pieces." Type of intervention: "they had to switch to open." Patient status: "patient was fine."